Manufacturer narrative:
The device was forwarded to the manufacturing facility for evaluation.

Event description:
While pulling wire back, through micro (not needle) part of wire broke off. Damaged device was removed with a snare.